Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 79 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "determinants of the difficulty of leadless pacemaker implantation." Pacing and clinical electrophysiology. 2020. 43:551¿557. Doi: 10.1111/pace.13933. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding determinants of the difficulty of leadless pacemaker implantation. The article reports leadless implantable pulse generators (ipg) which exhibited loss of capture that resulted in a device repositioning in one patient and the implant of a second device in another patient. There were also other patients who experienced severe vagal reactions, groin events at the puncture site with a minor hematoma, an asymptomatic arteriovenous fistula with spontaneous healing, and two deep venous thromboses. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.